Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed both tamper seals were removed and that there were cracks on the right plunger case and the right and front corners of the top case. Review of the event history log showed the pump had occurrences of "check clutch" and "maintenance is recommended" alarms. Functional testing involved powering up the device and occlusion operational testing. The investigation found that on power up the device alarmed "maintenance is recommended," and during the occlusion test the "check clutch" alarm was present. The investigation determined that annual preventive maintenance was due and that the drive train assembly was worn. This was attributed to normal wear of the device.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump would be returned for preventive maintenance. It was also reported the pump would be returned for clutch repair. The reporter did not indicate what issue was being experienced with the clutch. No adverse effects were reported.